Event description:
It was reported the pt's device pocket incision opened up. The pt was seen at the ER. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.